Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26aug2019.

Event description:
The customer reported that the battery (voltage) failed, and it was not working. The device was in use at the time of the event; however, there was no patient harm.